Event description:
It was reported that the catheter was broken. A 135/10 renegade hi-flo was selected for use. During preparation, when activating catheter hydrophilicity, it was noted that the device release catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the shaft was fractured 2cm from the hub. The device was not completely separated the inner liner was still connected, consistent with the device being removed from the shipping tube without being completely hydrated with saline. Analysis also showed kinks located 93.5cm from the hub and at 137.5cm to 147.5cm from the hub. Inspection of the remainder of the device, except for the damage observed revealed no other damage or irregularities.

Event description:
It was reported that the catheter was broken. A 135/10 renegade hi-flo was selected for use. During preparation, when activating catheter hydrophilicity, it was noted that the device release catheter was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.